Event description:
It was reported that the pt experienced jolting sensations down her legs, burning sensations at the neurostimulator site and difficulty charging. The pt was unable to ever get to a full charge. Her skin would feel irritated after charging. X-rays did not show anything unusual. The neurostimulator was not laying flat under the skin. The pt had lost a lot of weight. When the electrode impedances were ran, the pt experienced a sudden uncomfortable jolting sensation, even though the neurostimulator was off. All the voltages were turned to 0 and the electrode impedances were re-ran. The pt felt slight tingling at the neurostimulator site, but nothing was uncomfortable. The voltage was raised to 1.5v and the group impedances were normal. She still felt burning sensations at the neurostimulator site and across flank to lead site. The pt was not able to use her device under these circumstances. The healthcare provider reported that the pt's lead was replaced with an additional lead placed. The extensions were also replaced. It was noted that the lead was fractured after explant. After replacement, the pt received good stimulation to the affected areas and all the lead impedance measurements were normal intra-op and post-op.